Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the incorrect readings for axis and power of toric lenses during intraoperative aberrometry. The surgeon did not go with the system selected axis. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and there were no issues identified with the system. Alignment of all three cameras were verified, field verification testing (fvt) passed, and surgery was simulated with the system outputting correct axis and cylinder readings. The system was then tested and met all product specifications. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).